Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, it was confirmed that the patient was not harmed. Following a system restart, the user verified that the system was operational, but the user decided to reschedule the procedure. An analysis of the system log files, and an onsite inspection identified a longitudinal position slip caused by a driven rubber wheel slipping on a dirty longitudinal rail. A philips field service engineer cleaned the rail and rubber wheels, applied grease to the rails, ensured proper wheel engagement with the rail, and performed a beam longitudinal functional test. Following that, the system was confirmed to be operating within specifications. As outlined in the azurion system¿s instructions for use (IFU: 4523 001 03571, section 4.2 restarting the system), a system restart is recommended in the event of failure. A geometry restart (emergency stop + recovery) can restore these motorized movements. Furthermore, this issue will be addressed through the system software update r2.2.10. At the time this complaint was received, philips did not have enough information to exclude a system malfunction causing a serious injury, and therefore this complaint was reported. Subsequent findings confirmed that the patient was not harmed and that the issue was resolved through a system restart, allowing the procedure to proceed. As such, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a diagnostic procedure, the automatic position control (apc) did not work as intended. The issue was resolved after a reboot of the system; however, the staff had to repeat some of the imaging, causing additional radiation exposure. The report indicated that the patient was harmed by the radiation; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.